Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy procedure, when the surgeon tried to fire the device but it could not be fired. The surgeon then used another device handle to resolve the issue in order to complete the case. The surgical time was extended by less than 30 min. Oozing bleeding occurred as a result of the issue. There was no patient injury.